Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced loss of connection to the internal device. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(4) 2015.

Manufacturer narrative:
Correction: the correct serial number is (B)(4); not (B)(4) as previously reported. Implanted device remains.